Event description:
The hcp reported "pump failure." The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.